Event description:
During index procedure, four endeavor sprint rx drug-eluting stents were implanted. One stent was implanted in the mid lad (MFR report #2953200-2009000696), one stent was implanted in the proximal lad (MFR report # 2953200-2009-00697), one stent was implanted in the mid rca (MFR report # 2953200-2009-00698), and one stent was implanted in the proximal rca (MFR report # 2953200-2009-00699). One day post index procedure, investigator reports acute stemi. Location of infraction was non determinable. Investigator indicates that event was not related to the target lesion. Pt was asymptomatic at 30 day and 6 month follow ups.

Manufacturer narrative:
Results (mi).